Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead which occurred following discharge after the implant procedure. The patient then presented to the emergency room, and was transferred to another medical center. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.